Manufacturer narrative:
One imp,tsv,6.0,10,mtx,mg (tsvt6b10) was returned for investigation. A visual inspection revealed that the fractured tip of the abutment screw is present inside the implant. The alleged device malfunction was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. A root cause for the complaint cannot be confirmed. The following sections have been updated: date of this report.0 device returned date: during evaluation it was discovered that a piece of the fractured abutment is stuck inside the returned implant. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not returned.

Event description:
It was reported that the abutment fractured while being tightened down. It was not able to be removed. Therefore, the implant was removed and the site was grafted. Tooth location 30.